Manufacturer narrative:
Ae or product problem updated and corrected from product problem to reported issue is both adverse event and product problem. Type of reportable event updated and corrected from malfunction to serious injury. The stent delivery system (sds) was returned for analysis. A visual and microscopic examination found that the stent had detached from the device and was not returned. The complaint report states that the stent dislodged from the balloon during the procedure and is not available for analysis. The bumper tip of the device showed no signs of damage. Contrast media was present inside the balloon and inflation lumen. The balloon had the appearance of having been inflated and deflated. Analysis found that the crimp markings on the balloon wall were less pronounced as the balloon had been inflated. A visual and tactile examination found that the hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile of the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that during procedure, the stent was dislodged from the stent delivery system balloon and was able to remove successfully from the patient's body using a snare device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.25x20mm promus element stent was advanced to treat the lesion. However, the stent struts were broken. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.